Manufacturer narrative:
Despite efforts, no additional information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a disc was provided with x-ray data for review by boston scientific technical services (ts). Upon review, it was noted that the x-ray images indicated incomplete right atrial (ra) lead helix extension and non-extension of the right ventricular (rv) lead helix. It was reported that several months earlier the same ra lead had dislodged one day post-implant; there is no evidence to suggest dislodgement of the rv lead. The patient is not pacemaker dependent and has not experienced any adverse effects as a result of the reported dislodgement. As the patient is not dependent, the physician does not plan to intervene at this time. No adverse patient effects were reported. This system remains in service.